Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was in a nursing home for an issue not related to their implantable neurostimulator (ins) device/or therapy. The patient now had a catheter full time and would not need to be using the ins system/therapy ever again. The consumer inquired about donating the patient programmer unit. There were no further complications reported or anticipated. Additional information was received from the healthcare provider (hcp). Patient had some improvement in their symptoms, but symptoms returned. The symptoms that returned were urge incontinence. Interrogation of the implantable neurostimulator (ins) revealed a dead battery and the patient didn't want to pursue a replacement. A catheter was installed on (B)(6) 2016. Patient has problems getting to the bathroom in time. An accident and symptoms have gotten worse over the years were reported. Patient wears pads and urinates every hour during the day and 3-4 times during the night. Patient is having problems emptying his bladder too. The cause of the need for a catheter was the patient requested one due to leaking. Using a catheter has not resolved the issue. Patient weight is unknown. Hcp noted that they haven't seen the patient since (B)(6) 2016. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.